Event description:
Additional information: the patient experienced "return of spasticity" that was not alleviated from increasing dose. A catheter study was performed and determined that the catheter was not working properly. The catheter was replaced. The health care provider was slowly increasing the dose to reduce the patient's spasticity.

Event description:
It was reported that the healthcare provider (hcp) was not able to aspirate from catheter and wanted to do roller study. As of the date of this report hcp was device troubleshooting; reporter did not have any further information. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).